Event description:
A power source alert was reported, indicating the pump battery would not charge despite several attempts using both the tandem charging cable and wall adapter, as well as alternate accessories. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Ultimately, it was decided by technical support to replace the pump to resolve the issue.